Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens reviewed proper maintenance and technique with the customer. The customer was blotting the strips and had never cleaned the calibration bar. The customer stated that they will assure that all users were using proper technique.

Event description:
The customer reported a false negative leukocyte result on the clinitek status+ and a small leukocyte result on the main lab analyzer. There was no report of injury due to this event.